Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that this pacemaker appeared to exhibit premature battery depletion, as the remaining longevity had decreased from 9 years in 2021 to 1 year currently. Device data was submitted to technical services for review. Technical services confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker appeared to exhibit premature battery depletion, as the remaining longevity had decreased from 9 years in 2021 to 1 year currently. Device data was submitted to technical services for review. Technical services confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker appeared to exhibit premature battery depletion, as the remaining longevity had decreased from 9 years in 2021 to 1 year currently. Device data was submitted to technical services for review. Technical services confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.